Event description:
Pt presented with chest pain. Troponin level was drawn and run by the lab on the rxl analyzer. The results showed 0.83ng/ml which indicated the pt was having a heart attack. A thrombolytic agent was administered. As a routine, the lab personnel ran a random sample on another machine (stratus) once a month for correlation. This sample was chosen. The reading from the stratus showed 0.04ng/ml which was normal. The test was run again on the rxl. The 0.02ng/ml was obtained at this time. The cartridge was checked. The date was still current. Quality control check was 2sd [two standard deviation] of the mean. To be safe, the tech changed the cartridge, but obtained the same reading. The emergency dept was notified but the pt had received the thrombolytic agent. A service call was placed. The system was dialed into and it was reported there was nothing to indicate this value had any issues in processing. Service requested to change probe, drain and diaphragm. This was done. The local service rep was notified and came the next day. The h20 system and chemwash system was cleaned with microclean. The 340 filter was changed. Installed 7.0.1 software. Two r2 ultrasonic mixers were replaced.